Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported by a globus medical representative that the implants were all misplaced in the same direction, and that revisions were made intraoperatively during the procedure. Implants being misplaced in the same direction is symptomatic of a dynamic reference base (drb) shift. Drb shifts can result in a loss of navigational integrity. It is recommended that the user perform a landmark check before proceeding with navigation if this occurs. If the landmark check is not accurate, we recommend that the user re-registers the patient. Upon further discussion with the globus medical representative that reported this case, it was clarified that a landmark check was performed with only the verzera instrument. Ultimately, the user opted to revise the misplaced implants utilizing excelsiushub and the case was completed with no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.